Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found. The following information was provided by the initial reporter: they found foreign body in tube before using.

Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch: 2118720 is composed of mgit panta batch: 2118710 and mgit 960 growth supplement batch: 2118714. The batch history record review for mgit 960 supplement kit batch: 2118720 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch for foreign material. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material: 245124). The batch history record reviews for panta batch: 2118710 and growth supplement batch: 2118714 were satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. Qc inspection and testing of each batch was satisfactory per procedures. The release testing that is performed on this product does include bioburden testing of each component. Samples of each batch are reconstituted if appropriate and are incubated at 25 degrees c and at 35 degrees c for 14 days. All bioburden testing performed on these batches was satisfactory per internal procedures. The release testing also includes media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retention samples were available for inspection. Retention samples were inspected for panta batch: 2118710 (10 vials) and growth supplement batch: 2118714 (6 vials). No microbial growth or foreign material was observed during visual inspection of 10/10 panta batch: 2118710 vials and 6/6 growth supplement batch: 2118714 vials. For further investigation, two growth supplement vials were used to reconstitute two panta vials. One reconstituted panta vial and the growth supplement vial with remaining media were incubated at 33 to 37 degrees celsius and the other reconstituted panta vial and growth supplement vial with remaining media were incubated at 20 to 25 degrees celsius. At seven days incubation, no microbial growth was observed in 4/4 incubated retention vials. Two photos were received to assist with the investigation. The first photo shows an uncrimped, reconstituted panta vial from batch: 2118710 with what appears to be fungal growth in the media. The second photo shows an open kit carton from kit batch: 2118720 and an uncrimped, reconstituted panta vial from batch: 2118710. There does appear to be fungal growth inside of the vial. Returns also were received for investigation. One uncrimped, reconstituted panta vial from batch: 2118720 in a plastic bag was returned in a kit carton from batch: 2118720. Fungal growth was observed in the returned vial. The vial was submitted to the identification lab where mold was confirmed but could not be further identified because the mold was no longer viable. This complaint can be confirmed for contamination. This product does not have a sterile claim. No complaint trends have been identified for contamination in this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination was found. The following information was provided by the initial reporter: they found foreign body in tube before using.